Event description:
An Impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 13-year-old female patient presenting in acute myocardial infarction (AMI) and cardiogenic shock (CGS). Prior to support, the patient was classified as Society for Cardiovascular Angiography & Interventions (SCAI) stage E shock, and was receiving multiple inotropes and vasopressors. The patient's comorbidities are unknown.The Impella 5.5 provided support for approximately 34 days, which is outside the recommended indication for use, and functioned as intended at performance (P) level P-7 with reported flows of 3.8 L/min using D5W Sodium Bicarbonate purge solution. The device was successfully weaned and explanted. The post-procedure outcome is survived at explant.Following device removal, the treating physician reported concern that echocardiogram imaging appeared to demonstrate a cast-like fibrin structure remaining in an unknown area within the patient after explant. No device concerns were reported during support or at the time of explant. A computed tomography (CT) scan was planned for further evaluation of the finding. The relationship of the reported fibrin cast-like finding to the Impella 5.5 device has not been confirmed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.